Event description:
It was reported that the catheter had been placed via the femoral vein. Nine days later, the pt was found in the bathroom bleeding at the insertion site. The catheter had separated at the hub with a six inch segment retained in the pt. A surgical procedure was required to remove the separated catheter portion. There were no pt complications.